Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that, on (B)(6) 2024 while in their nursing home, the patient had a red heart alarm. The system monitor displayed the pump parameters were normal but then alternated to show no visible values. The pocket controller was connected to battery power and the alarm temporarily resolved. The red heart alarm returned after 5 minutes, and the patient was transferred to the hospital. Upon arrival to the hospital, the pump stopped. The nurse exchanged the patient's controller and the pump restarted briefly, but then it stopped again. They then switched the controller batteries and they reconnected to the system monitor. They attempted to restart the pump without success. The patient opted to not exchange the pump and ultimately passed away of cardiac arrest.

Manufacturer narrative:
Section d1: corrected. Section d4, model number, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stomp events; however, a direct cause for these findings could not be conclusively determined through this evaluation. Upon arrival at the hospital, the pump was stopped. The nurse exchanged the patient's controller and the pump restarted briefly but then stopped again. They then switched to batteries and reconnected to the system monitor, in an attempt to restart the pump without success. The retrieved log file captured low speed and pump stop events while the patient was supported by battery power. These events appeared consistent with the system controller unsuccessfully attempting to start the pump. These events were accompanied by elevated power and pulsatility index values and low speed and low flow hazard alarms. Based on previous complaint experience, the low speed and pump stop events captured in the log file could be indicative of two or more potentially compromised wires in the patient¿s driveline. The patient opted to not exchange the pump and ultimately passed away of cardiac arrest. It was reported that heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.